Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited noise. The physician decided to leave the lead implanted. The patient was in good condition.